Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: this complaint is not confirmed. The returned catheter snapped just distal the wing at the junction to the extension line. The typical rough surface for a tensile breakage was visible. A lot of fibrines were covering the catheter tube which was the reason for the observed difficulties during removal of the catheter. The batch history record was reviewed and did not show any deviations during the production. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. For the involved batches the tensile forces were within our specifications. This is the first complaint for one of the probable batches involved with this issue and the first regarding a snapped catheter on code 4g07126120. As the catheter worked as intended for 8 days a manufacturing fault is highly unlikely. Corrective action: no corrective action will be taken at this time. However, both vygon germany and vygon USA will enter this incident into our complaint log and continue monitoring for this problem.

Event description:
Catheter came away from the hub upon removal. The catheter was in place for 8 days without apparent leaking but separated when it was being removed. No harm was done to patient. The nnp was removing the line, pulling steri strips , tegaderm and gauze off the skin when she noticed the catheter had separated from the hub.

Manufacturer narrative:
This report is being submitted retrospectively per FDA request.

Event description:
Catheter came away from the hub upon removal. The catheter was in place for 8 days without apparent leaking but separated when it was being removed. No harm was done to patient. The nnp was removing the line, pulling steri strips, tegaderm and gauze off the skin when she noticed the catheter had separated from the hub.